Event description:
Procedure type: kidney/adrenal gland. According to the reporter: during use the balloon broke. Opened a new trocar in different size, but the same event occurred. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unknown. No patient injury was reported. Patient status: ok. No further pt info available.